Event description:
The patient was undergoing treatment for an aneurysm in the right ica. Access was achieved using the penumbra neuron max 088 to deliver an sl-10 and target therapeutic coils. The physician noted a vessel spasm in the right ica and backed out the neuron max. The spasm resolved on its own. There was no delay in patient care and no patient injury.

Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.